Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that on (B)(6) 2018, the operating nurse used a thermo-hydraulic instrument to inflate and warm the patient. After about 3 to 4 hours of use, the device produced a number of bubbles in the infusion line. The size of the bubbles were approximately 0.2 mm-0.3 mm. In addition to this issue, a piece of hair was also observed in the line. The device was discontinued immediately after these obervations. No patient injury or complications were reported in relation to this event. Additional information was gathered from the customer regarding an investigation of the product problem. The user facility appointed personnel to investigate the reported product problem. The investigators determined that the bubbles resulted from a temperature difference. The greater the temperature difference was, the more likely it was for the product to generate bubbles. The investigators also determined that rewarming the liquid and reducing the temperature difference reduced the generation of bubbles. The end user was advised to rewarm before using the product.

Event description:
It was reported that on (B)(6) 2018, the operating nurse used a thermo-hydraulic instrument to inflate and warm the patient. After about 3 to 4 hours of use, the device produced a number of bubbles in the infusion line. The size of the bubbles were approximately 0.2 mm-0.3 mm. In addition to this issue, a piece of hair was also observed in the line. The device was discontinued immediately after these observations. No patient injury or complications were reported in relation to this event.